Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the base of light guide is broken. The device was manufactured according to release specification. The manufacturer reports that the device is inspected prior to release thus it is confirmed that it left the manufacturing facility fully functional. It seems as though the device sustained unexplained physical damage.

Event description:
The complaint is reported as: "during intubation, the blade broke in the mouth of the patient. Need to change the blade and the handle." There was no consequence for the patient.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during intubation, the blade broke in the mouth of the patient. Need to change the blade and the handle." There was no consequence for the patient.